Event description:
The customer reported that on turning on the ventilator, a technical error indicating a communication failure with the control circuit board was generated and the customer turned off the unit at once. On turning on the unit again, the phenomenon was not reproduced.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.